Event description:
Additional information was received that the valve was implanted at a depth of 3 mm on the ncc and 4 mm on the left coronary cusp. The mean gradient after the valve was implanted was 5 mmhg.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of a transcatheter aortic valve, inside a patient with a bicuspid aortic valve (type 1) with calcified fusion between the non-coronary cusp (ncc) and right coronary cusp (rcc), as well as a dilated ascending aorta, a new ascending aortic dissection was observed. Pre-dilatation and post-dilatation were performed during the initial procedure. The physician suspected that post-dilatation might have contributed to the dissection; but the cause could not be determined. The patient was treated surgically to explant the valve, repair the dissection, and implant a new valve.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012410898); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012524085); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b5, b7, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of a transcatheter aortic valve, inside a patient with a bicuspid aortic valve (type 1) with calcified fusion between the non-coronary cusp (ncc) and right coronary cusp (rcc), as well as a dilated ascending aorta, a new ascending aortic dissection was observed. Pre-dilatation and post-dilatation were performed during the initial procedure. The physician suspected that post-dilatation might have contributed to the dissection; but the cause could not be determined. The patient was treated surgically to explant the valve, repair the dissection, and implant a new valve. Additional information was received that the exact timing of the injury was unable to be determined but the physician suspected that it happened during the post-implant balloon dilation and the physician did not attribute the injury to the delivery catheter system (dcs). The post-implant balloon dilation was performed due to post-procedure gradient and under expansion at the leaflet levels.